Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing on the ventricular lead, caused inhibition and a syncopal episode. The device did not record any non-sustained oversensing or noise episodes. Oversensing was not reproducible with isometric testing. Programming changes were made and the patient was stable.